Event description:
The user facility reports the patient presented to the hospital after falling off bus in 07/02 with bi-frontal lobe contusions and left base of skull fracture. A camino catheter was placed. The patient was given thiopentone but also needed treatemnt for raised intracerebral pressure. Five days later, the camino catheter was reading at high level which resulted in the patient receiving mannitol treatments overnight although they had been previously "treatment free" for three to four days. The camino was re-calibrated and noted to be at six and not at zero. Therefore the camino was re zeroed but a few moments later the number again was elevated. The catheter was then replaced and the patient did not require any further icp treatments. Since this patient had pupil changes and a worsening scan and has required further treatments. Pt is still on thiopentone. The catheter which was removed as faulty has been kept for evaluation. The replacement catheter was still in the patient as 08/2002. Additional information received on 10/02/2002. The lot number for the connector is w015-069-a12. The catheter has been identified as 110-4bt. The returned product has been received at the office and will be forwarded to MFR for evaluation.